Event description:
The report indicated that the customer's bg levels went high within four hours of activating a new pod. After a 17 hour period of continuously high readings (355-498mg/dl), the customer called her doctor and was told to go to the emergency room. While at the hosp, she was given fluids through an IV. Her bg levels successfully lowered and she was discharged from the hosp. She removed the pod and activated a new one; the suspect device will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem was found in the returned device. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any mfg process or product defect. The omnipod user's guide instructs users on proper filling technique to avoid this condition, as failure to do so may result in unintended/interrupted insulin delivery. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg's. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.